Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted and the ipg pocket was revised on (B)(6) 2023. Effective therapy was established postoperatively. Follow up indicated the patient is no longer experiencing pain at the ipg site.